Event description:
Medtronic received a report that a coil was inserted and detachment was attempted, but it could not be detached. There was detachment failure. The physician did not try to detach with another instant detacher. There was no manual attempt at detachment via hypotube. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 5mm. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no ies prior to on-detachment. There was no damage to the pushwire observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.